Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a 2.5x15mm non-bsc balloon catheter was used to predilate the lesion, a 3.0x20mm promus element plus stent was deployed. An atlantis sr pro2 was used to visualize the deployed stent. A 3.25x15mm nc quantum apex balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated at 12 atmospheres on the first inflation. During the second inflation, the physician attempted to inflate the device at 18atm at the proximal section of the stent. However, the balloon ruptured due to the moderate calcification. The device was removed from the patient without issue. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).